Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Events reported via 2210968-2022-03589 and 2210968-2022-03590.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. During the surgery, it was reported by the sales rep that the surgeon was suturing close the first layer of the uterus and the needle prematurely detached from the suture. A second of the same suture and it happened again. This happened a 3rd time as well with the same suture code. Finally, a 4th and 5th suture was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.